Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: were the clips malformed? Unknown. Did the clips cut the tissue? Yes. Did the jaws of the device cut the tissue? It was stated the clips of the device cut the tissue. How much bleeding occurred? Unknown. Was there any patient consequence? No. How was the issue resolved? Used er320 to complete the procedure. The lot# provided is not a valid #, please confirm the batch or lot# of the devices.

Event description:
It was reported that during a lap cholecystectomy, the clips were not clipping, they were cutting the cystic artery. They switched to a 10mm trocar, er320 to complete the procedure. There was a small amount of blood loss to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.